Event description:
Additional information received on 12-dec-2022 via email and attached to the complaint object: pump logs were available for 10 complaints. Pump will not be returning as it appears to be a tubing issue only. 374 sets of lot 4290730 are available for return.

Manufacturer narrative:
Other, other text: b5: additional information. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device under delivered the medication. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Four (4) product samples were received for evaluation. Visual and functional testing was performed. Visual inspection found no damages or other defects were detected on the sample. Is observed that the blue clip is not present. The samples were set for accuracy testing using a pump and a balance mettler toledo to look for unusual function. Sample no. One passed; sample no. Two failed; sample no. Three failed; sample no. Four passed. The root cause of the reported issue was found to be supplier manufacturing. This issue is being monitored via an internal CAPA. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).